Manufacturer narrative:
It was reported that the patient experienced abscess,delayed wound healing, pain, infection, adhesion, hernia recurrence, discomfort,scarring. It was reported that the patient underwent revision surgeries on 12/22/2016 and on 07/19/2019. Mwr-13122019-0000626050 - submitted for adverse event which occurred on (B)(6) 2016. Mwr-13122019-0000626051 - submitted for adverse event which occurred on (B)(6) 2019. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 4/26/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and two (2) mesh products were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.